Event description:
It was reported that the patient's progress has been of concern due to lack of stimulation in the basal end. The patient was implanted with a short electrode instead of a standard array, in error, in 2005. Four months later, the patient presented with complaints of background noise and a thumping quality proceeding speech sounds. This was primarily an issue with vowels and not such an issue with consonants. An s-shaped maplaw was applied with a frequency assignment of 350-7000 hz applied - subjectively speech more was pronounced and the thumping was diminished. The patient was seen again by med-el in 2006, as the patient no longer understood speech, without the use of his contra-lateral hearing aid. Esrt measurements were performed on channels 2, 6 & 9 with success. The rest of the channels were interpolated based on the measurements. Every other channel was turned off to widen the spacing between electrodes. Frequency boundaries were set at 250-5500hz and a 250 maplaw was applied. The patient complained of thumping with his speech but stated it was diminished with other speakers. He received some closed set understanding. The patient is to be observed and re-implantation to be considered if progress is not observed.

Manufacturer narrative:
The complaint was believed to have been faxed through to med-el, but in fact had not been. The complaint was first received in a foreign countyr on september 14, 2006. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.